Manufacturer narrative:
Investigation found that the formed needle was visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which indicates that the hard cannula was improperly installed. Damage was found to both the slide retract and formed needle at the location where the formed needle sits in the slide retract due to the hard cannula being installed improperly. The exposed formed needle not being seated properly caused the reported failure to retract. The exposed needle could not be conclusively linked to the reported infection. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause infection and no issues were found. The exact cause of the reported undiagnosed infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, it was found discovered needle mechanism did not retract as intended. No treatment was provided.